Event description:
The hcp reported via outcomes registry, the device was explanted due to battery depletion after an unknown implant duration. No pt symptoms were reported. The drugs used in the pump were morphine sulfate 50 mg/ml, bupivicaine 40 mg/ml, and backlofen 250.0 ug/ml. The device was not returned to the MFR.